Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage of 2.56 volts and a charge time of 22.3 seconds. The local boston scientific field representative reported that it was unknown when the device reached a monitoring voltage of 2.65 volts. The device is a part of the shortened replacement window (4/05/2007) advisory. Boston scientific technical services suggested following the patient monthly. There were no adverse patient effects. The device remains in service.

Event description:
Subsequent information indicated that the device was explanted. The device has been returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient reported hearing the device beeping. The patient was seen in clinic for a device evaluation where the device was found to have declared a battery status of elective replacement indicator (eri). Boston scientific technical services discussed that the device likely declared eri due to charge times outside of the extended charge time limit for the device. The local boston scientific field representative (fr) stated that the patient had pneumonia and they planned on waiting until that clears for the patient to have a device replacement procedure. There were no adverse patient effects reported. Available information indicates that the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.